Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 263 (mg/dl) while in the hospital for an issue unrelated to the pump or diabetes (customer was having knee surgery). A correction bolus was administered to treat bg levels. System check with tandem technical support indicated the pump was performing as intended. Customer reported bg levels were decreasing. Recommendation was made to consult with their health care provider to discuss diabetes management.